Event description:
Pt status post prodisc-l implantation at l5-s1 complained of pain during rehabilitation program and was returned to the operating room 3 weeks post-op due to poly inlay expulsion per report. There was no reported fall or pt trauma. During revision surgery, the pt suffered a perforation of the iliac vein which was repaired by the vascular surgeon. Superior and inferior endplate retrieved along with poly inlay. A new prodisc-l was implanted at l5-s1. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. The mfg documents were reviewed and no complaint related issues were found.